Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when he tried to change his infusion set. The insulin pump would not power on with two separate batteries. A third battery turned the insulin pump on but it alarmed unexpected restart. Customer's blood glucose level was 179 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.